Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, postpartum depression and uti. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nitrofurantoin (macrobid) and surgery (underwent hysterosalpimgectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the vaginal haemorrhage, abdominal pain, menorrhagia, urinary tract infection, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 165 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. 627077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal, postpartum depression and uti. In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nitrofurantoin (macrobid) and surgery (underwent hysterosalpimgectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the vaginal haemorrhage, abdominal pain, menorrhagia, urinary tract infection, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, and weight increased to be related to essure. The reporter commented: current weight: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (627077) added. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, urinary tract infection, migraines, headaches, and weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.